Event description:
This (B)(6) female was taken to the operating room on (B)(6) 2012 for placement of 6-french single lumen infus-a-port. During placement of the device the catheter was noted to "kink." Precautions were taken to alleviate the kinking. On the initial attempted use of the pump it was found not to be working. The patient was returned to the operating room on (B)(6) 2012, where the catheter was exposed and again found to be kinked. The catheter/port was removed and replaced with a 8-french infus-a-port. The patient tolerated the procedure well. There were no further complications to report.